Event description:
Three sureform staplers did not fire in the case causing an approximate 15-minute delay in surgical procedure: kept getting the message "instrument engagement failed, remove and install; changing the drape did not help, changing the robot arm did not work, finally a 4th stapler worked after we called the support 1-800 number who told us this was a chronic problem. On a separate case another sure form 60 stapler was not engaging in the base plate and the robot could not recognize it. Other than the 15-minute delay in the first case, there were no patient harms.